Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the latch that clamps down to hold the tubing in was loose and didn't clamp down tight enough. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.